Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the slide clamps of two (2) radiation sterilized extension sets ¿were falling off because they were open at one end¿. This was identified at unspecified process steps. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation; however, one device was not returned; therefore, a device analysis could not be completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and there were no issues noted during clear passage and pressure testing. A dimension inspection was also performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.